Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was over 600 mg/dl and was in diabetic ketoacidosis (dka). The contact attempted to deliver a bolus; however, due to having insulin on board, the bolus was not processed by the pump. The customer was hospitalized and treated with intravenous insulin/saline and insulin injections. The high bg/dka were resolved and the customer was discharged the next day. The customer was to use insulin injections for insulin therapy. The contact was not sure if there were any alerts or alarms prior to the hospitalization. The contact thought that the pump was the cause of the event; but was unsure of the exact cause. As the contact was not with the customer/pump at the time of the report, troubleshooting was not performed.